Event description:
During a bench repair philips found that the device intermittently failed to power up.

Manufacturer narrative:
(B)(4): during a bench repair philips found that the device intermittently failed to power up. A philips bench technician evaluated the device and confirmed the failure. The problem was traced to a faulty therapy switch. The therapy switch was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into the loaner pool. This was a malfunction found by philips during servicing where a faulty therapy switch caused a failure to power up.